Event description:
The customer reported via phone call that her blood glucose was in the 500's mg/dl. Customer was having trouble with her quick serter. Customer stated that sometimes when she inserts the set, the tip bends. Customer reported that she had a bent cannula on the infusion set. Customer stated that the same thing happened with the next set. Troubleshooting was performed and the customer was advised to change the infusion set. Customer stated that she does not have the sets anymore. Customer will be sent replacements.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.